Manufacturer narrative:
Additional information : imdrf annex a, g, b, c and d, manufacturer narrative ( chr and DHR) statement, device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify. Omit : a1601 - device alarm system (1012), g0600101 - alarm, audible, b17 - device not returned, c20 - no findings available, d15 - cause not established. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device displayed error alarm codes/messages- 242.4030, ail was recently replaced. Sending unit in for service as per manual - device likely needs motor controller board or logic board. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the device displayed error alarm codes/messages- 242.4030, ail was recently replaced. Sending unit in for service as per manual - device likely needs motor controller board or logic board. There was no patient involvement.